Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Initial reporter occupation: non-healthcare professional "attorney."

Event description:
Ppf and medical records received. After the first revision, ppf alleges pulmonary embolism. Doi: (B)(6) 2015; dor: not reported (right hip).

Manufacturer narrative:
This is a duplicate report of 1818910-2019-91110. 1818910-2019-91376 is being retracted as it is a report duplication. 1818910-2019-91110 will be kept for investigation purposes. Product complaint # (B)(4).